Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose and no delivery alarm. The customer¿s blood glucose level was 459mg/dl. The customer was treated with pump. The customer stated that they changed reservoir and was unable to bolus. Troubleshoot was performed. The customer was advised to disconnect at the quick set and assisted the customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer declined troubleshoot for high blood glucose. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.